Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 05/05/2023: the device was returned to a third-party service center. During the evaluation of the device at third-party service center, the device was inspected and there was no visible foam degradation. In addition, there was no problem found. The device's event log was reviewed by the service center and no error code found. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. In this report, box d, h has been updated/corrected.